Event description:
Customer reported the oxygen manifold was leaking excessively at the check valve when the manifold was connected to wall oxygen source pressure. The customer reported there was no patient involvement.

Manufacturer narrative:
The oxygen manifold was returned for failure investigation. Failure investigation confirmed the oxygen manifold was leaking and determined it was due to uneven machining; high points in the valve cylinder were obstructing the valve and prevented it from properly closing. A replacement manifold has been sent to the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).